Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead threshold was high. There were no other suitable blood vessels and the lead was not implanted. No patient complications have been reported as a result of this event.